Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6), 2021, the patient underwent the open reduction internal fixation for the trochanteric femur fracture. During the surgery, the surgeon had a difficulty inserting the nail into the medullary cavity, so a driving cap was attached and hit with a hammer. At the time of screw insertion at distal end, intraoperative CT images confirmed that there was a fracture line at the end of nail. The surgeon decided to fix it by using the plate that owned by hospital. The surgery was completed successfully within 30 minutes delay. No further information is available. Concomitant medical products: unk - insertion instruments (part#unknown; lot# unknown; quality:1), unk - impaction inst: hammer/mallet: tr (part#unknown; lot# unknown; quality:1), unk - nail insertion handles (part#unknown; lot# unknown; quality:1). This report is for one (1) 11mm/125 deg ti cann tfna 170mm - sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacturing location: (B)(4) manufacturing date: 12-mar-2020 expiration date: 01-feb-2030 part number: 04.037.112s, 11mm/125 deg ti cann tfna 170mm - sterile lot number: 45p8881 (sterile) lot quantity: (B)(4) production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 17478 supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive lot number: 42p6711 lot quantity: (B)(4) production order traveler met all inspection acceptance criteria. Inspection sheet met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended lot number: 23p9304 lot quantity: (B)(4) production order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Material certificate and certificate of conformance and quality history card were reviewed and determined to be conforming. Part number: 04.037.912.2, lock prong, 125 degree tfna lot number: 5l93161 lot quantity: (B)(4) production order traveler met all inspection acceptance criteria. Part number: 21127, timoagri16.00 lot number: 28p8565 lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Certified test report was reviewed and determined to be conforming. Lot summary report dated 20-nov-2019 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.